Event description:
External pulse generator returned for service and repair due to the bezel being cracked and the lower lcd damaged. The device subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed the customer comment regarding the liquid crystal display (lcd) lens being broken and the lcd display being out of specification. It was also noted that the encoder flex was out of specification - mechanical and the ring was bent.